Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultramini was reading inaccurately high. The patient indicated that his blood glucose was always getting to low after taking his night-time dose of lantus insulin. The customer care advocate (cca) noted that the patient was storing his test strips outside of the vials. It is not clear as to how long the patient was storing his test strips improperly or when the alleged issue started. On the same day, the patient reportedly had symptoms of not being able to stand. Apparently, the patient fell to the floor and the paramedics were contacted. At 5:00 am that same morning, the patient reported blood glucose results of "87 mg/dl" with his lifescan meter and "30 mg/dl" on an emt meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient was taken to a hospital where he was treated with IV glucose for 3 hours. The patient's blood glucose was retested later on a doctor's meter and a result of "101 mg/dl" was obtained. The cca informed the patient regarding proper storage of the test strips. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms, obtained a blood glucose reading of "39 mg/dl" from paramedics, and received IV glucose treatment in a hospital after allegedly obtaining inaccurate high meter results.